Event description:
Customer reports broken jaw of product. No pt and/or user injury. No medical intervention reported.

Manufacturer narrative:
Additional info requested from customer. Info not available at time of this report. Product sample requested, but not provided at time of this report.